Event description:
The report received from the USA stating that the device was "overheating{. The device was being used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).